Event description:
It was reported during generator replacement procedure on (B)(6) 2024 that the right ventricular lead exhibited oversensing of noise that resulted in pacing inhibition. Fracture was suspected. The lead was capped and replaced. The patient was stable.